Event description:
It was reported that prior to starting a da vinci-assisted hysterectomy - benign surgical procedure, there was damage identified on the gray piece at the end of the monopolar curved scissors (mcs) instrument and the orange field was visible. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument or mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video of the procedure was provided for review. Per review of the logs, an mcs instrument was used on (B)(6) 2022 via system (B)(4) matching the documented event details. Verification of the mcs tip cover accessory via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is being reported due to the following conclusion: the mcs tip cover accessory was allegedly damaged on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3, evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The proximal tube extension exhibits signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.044¿ x 0.116¿. The root cause is attributed to user mishandling, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal.

Event description:
Refer to h10/h11 for follow-up information.